Event description:
The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue . The rse logged into the customers system and found that the issue occurred because the patient monitor lost connection to the central station. The customer then informed the rse that everything was working fine during the call as the issue resolved itself. The reported malfunction was confirmed. The customers system failed to alarm due to a network interruption. The issue resolved itself and the case was subsequently closed after the rse informed the customer about why the system failed to alarm. The device remains onsite and in use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that one room showed an error message about their speaker and then failed to alarm on the central station. The device was in use on a patient. There was no report of patient or user harm.